Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in (B)(6) 2024 and suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to continue the surgery, and the same problem happened. Changed to another two to continue the surgery, and the suture was fraying when sewing. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide lot number of the other two devices involved? Unk. Please clarify the lot number of the devices with pull off defect and the lot number of the fraying devices. Please refer to the devices returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 device not returned. Related events captured via: 2210968-2024-03543.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one needle suture in three sections that pertained to the product code j570. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined and the end of the suture was noted to be cut, probably caused by a surgical instrument. This condition caused the filaments of the suture to become open. Additionally, body fluids were found on the strand. The product code j570 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.